Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was to be used during a procedure performed on (B)(6), 2012. According to the complainant, during unpacking, it was noticed that the active cord would not connect to the hot port of the forceps. Reportedly the hot port prongs were pinched too close together and therefore the device could not be used. This device was not used in any procedure or on any patient.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was to be used during a procedure performed on (B)(6), 2012. According to the complainant, during unpacking, it was noticed that the active cord would not connect to the hot port of the forceps. Reportedly the hot port prongs were pinched too close together and therefore the device could not be used. This device was not used in any procedure or on any patient.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Functionally, the unit was able to be opened and closed without issue. Additionally, measurements of the active cord connector were taken and the forceps device met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).